Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
The lay/user pt contacted lifescan on 11/14/2005 and alleged that her one touch ultra meter was reading inaccurately high. The pt had received results such as 375 mg/dl and 287 mg/dl on the subject meter performed within 10 minutes of each other. She was "sick of her stomach" at the time of the testing and received diabetes treatment advice from a medical professional to take insulin (her novalog 70/30 was increased from 30 units). The treatment advice correlates with the high results on her meter. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration date. However, her control solution was open greater than the discard date and therefore, a quality control check could not be performed.